Event description:
It was reported the customer had cosmetic damage to their insulin pump while troubleshooting for a motor error alarm. The customer reported there was a crack on their insulin pump's screen. Customer stated they were in a vehicular accident in 2012 that may have caused the damage to their insulin pump's screen. The customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-94977.